Event description:
On taking out instruments after a sterilization cycle, a healthcare worker felt a stinging sensation on the thumb and noted that it was white. Contact does not know when the hydrogen peroxide contact occurred. An anti-bacterial cream was applied over the thumb at the emergency department. The white coloration lasted more than one day. The stinging has now resolved with a faded white area at the contact area. It appears that the device had no vaporizer plate.